Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-13867. It was reported that, during the patient's initial implant, the physician noticed that 2 of the patient's trial leads had migrated. As a result, the physician explanted and replaced the leads on (B)(6) 2019. Surgical intervention addressed the issue.

Manufacturer narrative:
Review of details indicates issue was resolved during an implantation/revision surgery and did not cause a serious injury or additional medical/surgical intervention. There was no consequence to the patient. The issue does not meet reportability criteria.